Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) worked with the user and noticed that the zip ties for the biometric identifier (bio ID) and barcode scanner cables were too tight. The fse cut the zip ties, reconnected and reseated the cables, and reassembled all-in-one (aio) system. The station was then rebooted, and the customer tested and verified the biometric identifier by scanning fingerprints multiple times. The cable to the bio ID was to tied from the factory. The fse also ran tests in the hardware test application (hta) for both the biometric identifier and scanner, and the test results were saved to the desktop, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device had an issue where screen adjustment caused the biometric reader to flash, and the scanner malfunctioned simultaneously when this occurred. However, there were no delay to patient care and no adverse events or injuries reported based on this event.